Event description:
A customer contacted beckman coulter inc. (Bec) stating that the white blood cell (wbc) bath was overflowing on the coulter ac*t 8/10 analyzer. The volume of the leak was a few mls and was not contained within the instrument. It could not be confirmed if any flags or error messages were generated as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of gloves and gown at the time of the event. There was no exposure to open wounds or mucous membranes. No one sought medical attention. Patient results were not affected from this event. There was no change to patient treatment associated with this event.

Manufacturer narrative:
Bec customer technical support (cts) guided the customer through troubleshooting the process. The customer found that the wbc bath was overflowing and the red blood cell (rbc) bath and vacuum isolator chamber (vic) were empty. A clot in pinch valve (lv) 15 was preventing the fluid from draining from the wbc bath. The customer removed the clot and ran startup to observe fluid movement. The wbc bath drained properly and no longer overflowed. Service was not dispatched for this event as the customer corrected the issue during troubleshooting with cts via phone. Failure mode: the cause of the leak was a clot in the tubing at lv15. Per labeling (coulter act series analyzer special procedures and troubleshooting, pn 4237314ca), beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).